Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: mod con dist stem 18 x 155 mm; 6276-7-018; caxk404d. V40 cocr lfit head 40mm/+12; 6260-9-440;mhkk0t. Trident 0 deg insert 40mm;623-00-40e;mje214. Primary tritanium hemi cluster hole cup 56mm;502-03-56e;mhmaad. 6.5 cancellous bone screw 50mm;2030-6550-1;mhatp6. 6.5 cancellous bone screw 50mm;2030-6550-1;mhr3l9. 6.5 cancellous bone screw 40mm;2030-6540-1;mjd0ee. 6.5 cancellous bone screw 30mm;2030-6530-1;mjar41. Trochanteric grip plate with 2;6704-3-081;g2903933. Md vit slv and 2.0mm homog cbl;6704-0-510;30898002. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Plaintiff was implanted with a howmedica restoration modular hip system, reference no. 6276-1-321 upon information and belief containing a rejuvenate or abg ii modular hip stem on his right hip on or about (B)(6) 2010. Plaintiff has not had the right hip stem explanted at the present time; however, he has experience severe pain and complications related to the right hip stem and was seen for said pain on (B)(6) 2014 at (B)(6) medical center emergency room. Plaintiff hasn't been revised. This pi is for the severe pain and complications related to the restoration modular hip system.